Event description:
Customer reported that a pt presented with reddened and hypertrophic surgical wounds at an unspecified time following liposuction. The surical site was cleaned with betadine and gauze. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time should additional information be obtained, a supplemental form will be submitted accordingly.